Event description:
It was reported that this implantable lead was part of a system revision due to infection. Reportedly, the patient had a non-healing post- surgical incision wound and had a long-standing history of infection following a post coronary artery bypass surgery. There was no additional adverse patient effects were reported. This implantable lead was explanted.